Manufacturer narrative:
The event was reported to have occurred in (B)(6). (B)(6). The lot was manufactured between may 23, 2017 ¿ may 25, 2017. The device was received for evaluation. Visual inspection revealed that the bladder had ruptured. The ruptured bladder was microscopically examined for any signs of abnormality that may have caused the rupture; however, no abnormalities were identified. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with 40ml fluorouracil and 45ml 0.9% sodium chloride solution. The reporter stated that the rupture occurred during filling with the last 36ml of solution. There was no patient involvement. No additional information is available.